Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient reportedly lost the external devices for a time before finding them and is uncertain as to the length of time they were lost. The scs system has not been turned on for over a year prior to meeting the representative. The issue has been confirmed by the abbott representative. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identfied the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Therapy was resumed and therapy is effective.